Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was not reported. Insulin was squirting out during the manual prime process. The drive support cap was protruded. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.